Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that noise oversensing with some pacing inhibition, was seen on the right ventricular (rv) lead. The noise occurred on both the pace/sense and shock channels. The pacing inhibition on the pace/sense portion was noted to be less than 2 seconds. This patient is pacemaker dependent. The pace/sense portion of this lead was ultimately abandoned surgically and the pace/sense portion of a previously abandoned rv lead was used instead. The shock portion remains in service. No additional adverse patient effects were reported.